Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an auto-off alarm occurred. Reportedly, the user interacted with the pump within 12 hours. There was no reported impact to the user's blood glucose level. It was confirmed that the user had an alternate method of insulin delivery available.